Manufacturer narrative:
Investigation summary:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive flu result (customer did not know which analyte was positive or symptom status of patient). Customer stated the result was confirmed negative with another rapid test.